Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer complaint. For clarification, the instrument was found to have a broken curved blade at the distal end. The blade broke at roughly 0.18¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly gave an alarm and could not be used. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.